Event description:
While wearing the external equipment, the pt reportedly experienced sound qulaity issues. In 2006, the pt was seen by a company rep for device eval. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's device has been scheduled.